Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient's critical alarm sounded on (B)(6) 2018. The pump was interrogated and it was determined that a mot or stall occurred around 9 pm on (B)(6) 2018. The alarm was due to the stall. There were no reported environmental, external or patient factors that may have led or contributed to the issue. The patient would be scheduled for a replacement. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. The patient was in a low dose therapy (no dose specified) and was quadriplegic, which was reported to be a pre-existing condition. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the pump was not replaced, as the patient had other medical conditions that disqualified her for surgery at the time of this report. No further complications were reported.